Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented with symptoms of suspected pump thrombus and was treated with high dose heparin and integrelin. Thrombus resistant to treatment and pt reused pump exchange. Support was withdrawn and pt expired.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.